Event description:
The ge oec 1800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the issue. It was noted, however, that the low voltage power supply needed to be adjusted to above 5 volts. The power supply was adjusted to be within operational specificator. Additionally, the cine drive was noted to be inoperable and the customer refused service on that component. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.